Event description:
Allegations of atypical connective tissue disease, severe joint swelling and joint pain, arthritis, disfigurement and/or other complications arising out of her breast implantation or explantation, elevated dna, indicating silicone in body, myalgia, and intense migrane headaches.